Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the ventricular pacing impedance was low and out of range causing polarity switch to unipolar pacing and sensing. Freeze capture suggested appropriate capture. No patient consequences. Noise reversion episodes were also noted, egm suggests lead noise. The patient condition has been stable throughout.